Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending (mlad) artery with tortuosity. The 3x12mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy and the shaft of the bdc separated outside the anatomy. Therefore, bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another bdc was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There was no damage noted during inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous anatomy such that difficulty advancing the device was encountered and subsequently the bdc was inadvertently mishandled, as difficulty was encountered, resulting in the shaft kinking and ultimately separating upon further manipulation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.